Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 30-aug-2023. Apoc product implementation specialist (pis), on behalf of the customer, reported that analyzer s/n (B)(6) would not activate. Additionally, the installed battery carrier was found to be hot to touch and a burning smell emanated from the analyzer. Failure analysis confirmed the complaint of inability to activate and determined the cause to be a burnt tantalum capacitor found at location c126 on the analyzer main board. This is also the likely cause of the battery carrier becoming hot to touch and a burnt smell reported by the customer. A rocketware search spanning three months revealed one similar incident under investigation (tantalum capacitor failure caused no activation, hot to touch batteries, a spark, and a burnt smell) and no evidence of a trend. The search also found five repair incidents where no activation was caused by tantalum capacitor failure. Over the past year, the actual number of incidents caused by reliability-related failures of tantalum capacitors was 39, which is less than the expected 185 obtained by the reliability calculations. Therefore, no corrective or preventive action is required as the threshold has not been tripped and no product deficiency was found. Rather, this was a malfunction, which was attributed to the failure of the tantalum capacitor in the c126 location.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer sn (B)(6) became hot to the touch and is not powering on. There was no smoke associated with the event. The product was replaced at no charge. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch, failing safe. The product was replaced and is being returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.